Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues; the device appeared to be in good condition. Microscope inspection showed wrinkles around the heat shrink tubing of the drive cable. Impedance testing showed an electrical open at the distal end of the catheter; 0-10 cm from the distal housing. Functional inspection showed that the catheter did not flush in any position and that air was entrapped within the catheter.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mid left anterior descending artery. The opticross hd imaging catheter was delivered to the distal side of the lesion for imaging. It crossed the lesion without resistance, and imaging was turned on during advancement. After pullback was initiated, image failure was encountered possibly due to bubble ingress and was noted at the lesion, leading to discontinuation of the pullback. The catheter was manually advanced again to the distal side, but the image was suddenly lost. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the mid left anterior descending artery. The opticross hd imaging catheter was delivered to the distal side of the lesion for imaging. It crossed the lesion without resistance, and imaging was turned on during advancement. After pullback was initiated, image failure was encountered possibly due to bubble ingress and was noted at the lesion, leading to discontinuation of the pullback. The catheter was manually advanced again to the distal side, but the image was suddenly lost. The procedure was completed with another of the same device. The patient remained stable, and no complications were reported.